Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 8:30 a.m., the patient tested a fingerstick sample on the meter and the result was 4.3. The patient immediately re-tested using the same finger and the result was 3.2. The patient was not sure if the unit of measure for these tests were in % quick or inr units. The patient stated that she changed the batteries in the meter due to the results and needed help with the time and date settings. When helping the patient with settings, it was noted that the units were set to % quick and the units were updated to inr. The patient was asked to check the meter memory, but there were no results present in the meter memory. The patient was not sure if she deleted the memory. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose had been changed. The patient started taking 1 mg on (B)(6) 2018 instead of 2 mg. The customer started taking new medication for sleeping and stress called alprazolam. The patient has had no changes in diet. The patient has had no symptoms of bleeding or bruising. The patient's product was requested for investigation. Replacement product was sent to the patient. Relevant retention test strips (lot 247896-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 56%. Donor 2 hct: 46%. Testing results: donor #1: retention meter and master lot strips: 2.9 inr. Customer meter and master lot strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Customer meter and master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, no patient results were observed. It is possible that the patient deleted the results from the memory.